Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. Customer stated that she also dropped cap and now cant find it. Also stated that the reservoir was cracked and there was a piece missing. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread and cracked reservoir tube lip noted. (B)(4).